Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the health care professional was having difficulty tracking instruments. No impact on patient outcome.

Manufacturer narrative:
Patient demographics received. Patient weight not available from the site. Procedure type and delay added to the event description. Initial reporter received. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed because the issue could not be duplicated. A system checkout was performed and the system is working as intended. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional was having difficulty tracking instruments. There was no delay to the procedure. No impact on patient outcome.